Event description:
It was reported that approx. 72 months after the implantation the ICD could not be interrogated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device was interrogated. The interrogation could be properly performed and it revealed the eos battery status, detected on (B)(6) 2021. The device was implanted for 71 months. Further analysis of the ICD memory content showed a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. During inspection of the inner assembly, evidence of a short circuit was found, which can be considered the root cause of the battery depletion and thus of the clinical observation. In conclusion, a premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The electronic module worked as expected with an external power supply. During analysis of the battery, evidence of a short circuit was found, which can be considered the root cause of the battery depletion.